Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is without stimulation in the lower back where needed and currently receives therapy to an undesired location. Reportedly, stimulation has never been established to the targeted pain areas. Reprogramming was attempted to no avail. The next course of action to address the issue is undetermined.